Event description:
It was reported that the tip of the driver broke while removing a screw in a revision case for adjacent level disease. The surgeon removed and discarded the screw. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.